Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead impedance suddenly spiked to 1664 ohms. But while at first followup a couple months prior the atrial impedance was 627 ohms and stable. Because the patient was in paroxysmal atrial fibrillation, the lead will be tested once cardioverted back to sinus rhythm. The lead remains in use. No patient complications have been reported as a result of this event.